Manufacturer narrative:
(B)(4)

Event description:
The receiver was returned for evaluation. An exterior physical visual inspection was performed, and no defects were found. The receiver was charged and rebooted successfully. A review of the downloaded receiver log did not find any errors related to the customer complaint. Functional testing was performed, the test passed. A try it test was performed, and the test failed. The receiver case was opened for further evaluation. An interior inspection was performed, and the inspection passed. The receiver was tested on the global receiver communication tool and the test passed. The resistance of the speaker was measured, and the resistance was within specification. The reported intermittent audio output was confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. Date of issue is an approximation. The patient stated they passed out from a low event which resulted in the paramedics being called as the receiver did not alert them of their low glucose values. He indicated that the paramedics administered him with glucagon. The patient did not wish to provide further event details. No additional patient information is available. No data or product was provided for evaluation. The complaint confirmation was unable to be determined. A probable cause could not be determined.